Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - movement disorder

Event description:
It was reported that a signal loss issue occurred. On 11/03/2024, it was reported that the patient experienced an urgent low alert reading before getting the signal loss error. They were not able to take bg reading. The patient´s wife noticed that the patient was making unnecessary noise and flaring his arm. The wife called 911, the paramedics took a bg reading which was 40mg/dl and treated the patient with IV fluid. The patient was not taken to a hospital. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a signal loss issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.